Event description:
A copy of the medwatch report from FDA was received, which states, alaris-carefusion pumps are unable to identify between a 1 and 3 ml syringe when a 3 ml syringe is placed on the pump. This leads to accidental infusion errors. We have had several reports of pumps accidentally being programmed with the 1 ml selection instead of the 3 ml selection and the medication infuses faster than intended. In this instance we had a pt on a low dose of alprostadil (0.01 mcg/kg/min; rate of 0.09 ml/hr) requiring a 3 ml syringe in order to infuse such a low rate. Several syringes were programmed over multiple days and noticed 2 times where the syringe (which should have lasted approx. 24 hrs) ran out in 4 hrs and the 2nd time ran out in 8 hrs. In those instances, the pt received approx. 3-6x the intended dose. No harm to the infant was reported. This is not the first time this has happened with a prostadil and other medications. Pump having more than one syringe option to select - nursing not being aware that there are 2 syringe sizes to select from. Nursing not knowing that the syringe size selected affects the infusion rate, busy environment, small working environment, low lighting, busy pt load.(B)(6), phone: (B)(6), email: (B)(6).submission ID: (B)(4).pt code: 4582.device codes: 1311, 1670.ref report: mw5184216. There was no information on patient involvement.

Manufacturer narrative:
The actual date of event is unknown. Root cause: the root cause for the reported issue that device had programming error. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.